Manufacturer narrative:
A ge svc rep performed an onsite investigation. The 5v power supply was at a low output level and was readjusted. The sys was then found to be operating as intended.

Event description:
The customer reported a generator fault error message which led to an uncommanded sys shutdown. No pt injury was reported.